Event description:
Summary: (B)(6) of southern nevada (las vegas, nv) reported a potential false negative staphylococcus aureus result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. The patient was not affected or harmed due to the biofire bcid2 panel result. The investigation concluded that the most likely cause for the false negative s. Aureus result on the biofire bcid2 panel was due to a reagent pouch anomaly.

Manufacturer narrative:
Investigation: the patient was a 61-year-old male presenting with weakness of both lower extremities and pneumoperitoneum. On (B)(6) 2023, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported staphylococcus spp. And candida tropicalis as detected. The same sample was used for gram stain and culture. Gram-positive cocci in pairs and clusters were observed on gram stain and staphylococcus aureus was recovered from culturethe patient was not harmed due to the false negative s. Aureus result on the biofire bcid2 panel. No serious injury or death occurred. The final diagnosis of the patient was pneumoperitoneum. Please note that c. Tropicalis was considered a false positive detection. However, the result was not reported to the physician, as the customer was aware of an ongoing issue with the combination of biofire bcid2 panel and bd bactec¿ blood culture bottles resulting in false positive c. Tropicalis results due to the presence of non-viable organism/nucleic acid in bd blood culture bottles. Biofire is also in communication with the FDA regarding this issue (res # 93636). Quality control (qc) records for biofire bcid2 panel pouch lot# 2zhv23 (kit lot# 2067023) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6)) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative staphylococcus aureus result on the biofire bcid2 panel was due to a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, s. Aureus on biofire bcid2 panel has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. According to table 29. Biofire bcid2 panel clinical performance summary, staphylococcus spp. Of the biofire bcid2 instructions for use (www.online-IFU.com/iti0048), the performance claim for the s. Aureus assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 100% (95% ci 97.6-100%) and an overall specificity of 99.9% (95% ci 99.5-100%). S. Aureus was detected in both false positive specimens using an additional molecular method.